Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs7bylr. Hardware: sm-s931u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to call the ambulance to sought medical attention with hypoglycemia. The patient's blood glucose levels declined to 51 mg/dl. The patient stated that the pods that they were using were not compatible so they used a pen to give themselves an insulin dose. Symptoms reported include sweating, shaking, shock, dizziness and headache. The patient was given food and a magnesium pill. The patient was discharged on the same day.